Event description:
Reported as a leaking lapband.

Manufacturer narrative:
Taper ii. The product associated with this report was not returned for analysis as the device has not been explanted at this time. The reporter of the complaint was asked to indicate the product serial number, date of event and exact implant date. This information has not yet been received by allergan. The connector type is assumed to be a taper ii based on the approximate implant date provided by the reporter. Visual examination may confirm or determine the connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Further information from the reporter regarding serial number and implant date has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."